Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to incorrect sequence/settings. Review of the log showed the clock was set incorrectly on (B)(6) 2023. The clock was set to 8/10/43, which caused the electrode to present as expired (expiration date: 6/18/24). In order to pass the self test, the correct date is required. The date was corrected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.